Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Additional information was requested but not provided.

Event description:
It was reported that a timing issue occurred several times, in which a pca dose was not delivered as expected.

Event description:
It was reported that multiple reports of a timing issue on the pca module in relation to the dose request button.